Event description:
It was reported that the hexagonal cannulated socket tip broke off during the proximal femoral nail antirotation (pfna) operation. It happened by inserting the end cap of the pfna nail. The surgeon stated that it was normal usage, without using extreme force or overload. The break line is on the neck of the instrument, where the 4.0mm hexagonal part started. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The socket was analyzed for conformance to print specifications and the device history records were researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings, we concluded that the cause of failure is not due to any manufacturing nonconformances. No product fault could be detected.